Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited noise resulting in inappropriate shocks. Also, the pacing impedance was <200 ohms and loss of capture was observed. The lead was replaced with a boston scientific defibrillation lead. The new lead tested fine with the pacing system analyzer (psa), but the same issues presented when the new lead was connected to the chronic device. The issues were not seen when only the is-1 terminal pin was connected. This implantable cardioverter defibrillator (ICD) was replaced with another device of the same model, and no further issues with the lead were seen. A boston scientific technical services consultant discussed a possible connector block issue.